Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 3 weeks after they had a back surgery they noticed that the therapy didn't seem to be working properly. The patient mentioned that they turned the therapy off prior to the back surgery, and noticed the therapy issue after they turned therapy back on. The patient already tried to adjust the therapy settings but felt a very strong pulse and "could only go as high as 4," so they turned the therapy off. Agent reviewed that the patient could consider trying a different program but agent was unable to review how to do this as the patient did not have their external equipment with them at the time of the call. Patient said they would call back when they have equipment. Additional information was received from the patient on (B)(6) 2025. They reported that the stimulation was too strong and feeling it in the wrong location. Agent walked caller through changing programs. Caller will maintain stimulation and adjust as necessary.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.